Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is rec'd. A lot history record review was completed for the reported product lot number. There was no non-conformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the scope wash tubing broke off on the vaso view hemopro. The piece fell into the patient and all pieces were retrieved with the hemopro device. A replacement device was used to complete the procedure. The hospital did not report any patient effects.